Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The batteries were replaced as they were expired. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 full event site name: (B)(6). E1 for event site address, the full event site address: (B)(6).

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) unit had a battery alarm issue. There was no patient involvement reported.